Event description:
In 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter powers off during use. The medical affairs specialist listened to the call between the patient and the customer care advocated (cca) to obtain/verify information. On an unspecified date during the week of 2006, the alleged power issue started occurring on the reported meter. The patient did not call lifescan for assistance immediately after the issue started since he was unaware of the customer service phone number. After attempting to test with the reported meter, the patient took 2 pills of prescribed "glipizide". The patient developed symptoms of tremors in his hands and toes. Due to having symptoms and being unable to test his blood glucose, the patient visited his doctor. He obtained a reading of "280 mg/dl" using an unidentified device. The patient denied receiving medical treatment. During troubleshooting with the cca, the patient noticed a battery symbol on the meter's display. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter, developed symptoms, and received an elevated blood glucose result in the doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has nyot yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.